Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the pin to hold the moving jaw is missing and one side of the cutter is broken. The broken piece was not returned for investigation. The cause of this remains undetermined.

Event description:
On 09/07/2022, it was reported by an arthrex employee via sems that an ar-11794l suture cutter had an issue. During a rotator cuff repair surgery on (B)(6) 2022, the suture cutter was broken suddenly, it could not cut anymore. The piece broke off inside the patient, the fragment was retrieved from the patient and there was no harm to the patient. The surgeon used another new product with the same type and lot number to complete the procedure successfully, no second operation was needed. This was discovered during use with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.